Event description:
During a meeting between the surgeon of the user facility and the sales representative of the manufacturer facility, the surgeon reported to the sales representative that the surgery was completed with a clinically insignificant delay, and with no adverse events and the patient was fine.

Event description:
It was reported that during testing conducted by a failure analysis engineer at the manufacturer facility, the saw caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During a meeting between the surgeon of the user facility and the sales representative of the manufacturer facility, the surgeon reported to the sales representative that the surgery was completed with a clinically insignificant delay, and with no adverse events and the patient was fine.

Event description:
The surgeon supplied additional information, reporting that during a surgical procedure at the user facility, the bone of the patient was only cut partially and the surgery could not be completed. It was reported that this placed the patient in a compromised position and posed a serious risk to his well being. Attempts are being made to obtain additional information from the surgeon regarding this event.

Manufacturer narrative:
During the device evaluation, connections on the printed circuit board ("flex assembly") were found to have evidence of electrical shorting between pins 1 and 2 of the trigger hall sensor, which is a probable cause of the reported bias current error.